Event description:
Customer reported a signal loss issue from the patient central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included reconfigured all access points. Unit was safety tested to factory's specifications.